Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). We have checked the manufacturing file of batch nr20f09g8670 which complies with our specifications and does not present any discrepancy. Another similar complaint from the same end customer has been reported to us on this batch of (B)(4) released in october 2020. Without the complaint sample for investigation no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new elements become available in the future, we will reopen this complaint. This type of incident is a known risk of the use of needles. The surecan safety ii has a manually activated safety mechanism that is designed to deploy upon needle removal and to shield the tip, to reduce needlestick injuries. Surecan safety ii's features include a green dot, which appears through the clear bottom plate when the safety mechanism is successfully engaged. Reviewed the DHR for the batch no. 20f09g8670, no related defect was observed during the in-process and final control inspection. Batch size: (B)(4). Batch released date: 2020-10-16.

Event description:
As reported by the user facility: "the needle cover would not lock into place resulting in a nurse getting stuck with the needle."

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4).. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.